Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Frequent dislocations. 3rd or 4th revision to address stability. Insert, cup and head were removed and replaced with tritanium cup and mdm.

Manufacturer narrative:
Manufacturing date corrected. An event regarding dislocation involving a tritanium shell was reported. The event was not confirmed. Device evaluation could not be performed as the reported device was not returned for evaluation. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
Frequent dislocations. Third or 4th revision to address stability. Insert, cup and head were removed and replaced with tritanium cup and mdm.